Manufacturer narrative:
E1/establishment name: (B)(6) medical center - added due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope exhibited the adhesive section at distal end peeling off. The issue occurred during setup. There were no reports of patient harm.